Manufacturer narrative:
On (B)(6) 2023, a first episode revealed artefacts on the ventricular channel, suspecting a lead integrity issue. During the follow-up dated (B)(6) 2023, it was observed that the ventricular impedance since the day post implantation was widely fluctuating and the right ventricular autothreshold was not able to be measured by the device. These observations are suggestive of a lead integrity issue for the ventricular lead, most likely due to a lead insulation rupture. The review of the quality documents confirmed a regular device manufacturing for the ventricular lead. As received, blood infiltration along the lead body on both outer and inner coils was noted. An abrasion on the external insulation of the lead was found at l=481 and at l=485 mm from the connector pin. The abrasion is located at the distal side and is most likely attributable to friction with the atrial lead or with the tricuspid valve. Considering the implant duration of the lead, such issue(s) may result from ¿lead to lead abrasion¿ or friction between the lead and the tricuspid valve. The investigation results are retained and utilized for trending purposes. For further details, please refer to the enclosed report analysis.

Event description:
Reportedly, during a re-intervention performed to reposition the lead as a result of poor electrical performance (poor sensing and farfield), it was reported that screw mechanism of the lead was blocked and non optimal isolation of the lead was also noted. The lead was explanted and a new lead was implanted.

Event description:
Reportedly, during a re-intervention performed to reposition the lead as a result of poor electrical performance (poor sensing and farfield), it was reported that screw mechanism of the lead was blocked and non optimal isolation of the lead was also noted. The lead was explanted and a new lead was implanted.